Manufacturer narrative:
D6b, explant date, has been added.

Manufacturer narrative:
The cause of the paroxysmal atrial fibrillation, tachycardia, arrhythmia, and stroke was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced atrial fibrillation and ventricular tachycardia, and a cerebrovascular accident. There was no adverse impact to patient management reported.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.